Manufacturer narrative:
The product is not expected for return. If any product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of questionable inr results from the coaguchek xs pro meter with an unknown serial number compared to an unknown laboratory method. It was reported that the patient obtained a result of 7.0 inr at an unknown time. It was not clear what meter was used. The patient then went to the laboratory and obtained a result of 3.25 inr. The patient was tested on his coaguchek xs meter and the result was 8.0 inr. It was not clear if the meter test was performed by the patient. The time interval between the tests was not known. The reporter stated another discrepant result was obtained on an unrecalled date. The result from the meter at an unknown time was 4.3 inr. The result from the laboratory was 2.65 inr. It was not clear if the meter test was performed by the patient. The time interval between the tests was not known. The therapeutic range was not provided.